Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor used an angio-seal evolution 6fr to perform a diagnostic angiography procedure. The doctor selected the angio-seal to close the puncture site; as he entered to deploy the anchor, during the handle pullback; the suture completely came out without collagen nor the anchor from the patient's body and separately completely from the device. The device couldn't complete the puncture site closure, and the doctor finished the case with manual compression. Additional information was received 05september2019: a pre-deployment angiogram was performed. The anchor was left in the patient. The collagen was left in the patient. There is confirmation that the suture detached completely from the anchor and collagen leaving them inside the patient. There was no testing performed to locate the anchor and collagen. The anchor is inside the vessel and the collagen is in the subcutaneous tissue. The only medical or surgical intervention that was performed was manual compression to re-assure hemostasis.